Event description:
It was reported that the 9800 system produced a white image (similar to a subtracted run) which required a reboot to correct. It was noted that the tech tried adjusting the technique manually, but noted that this adjustment had minimal impact on the image quality. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the video control pcb and p8 cable assembly. The system was tested and found to be working as intended and placed back into service.